Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-calcified, 90% stenosed, de novo lesion in the mildly tortuous mid left anterior descending (lad) coronary artery. After positioning a non-abbott guiding catheter in the left main coronary artery, the lesion was crossed with a 0.014 balance middleweight (bmw) guide wire, then the lesion was pre-dilated with a 2.0x8mm unspecified balloon. A 3.0x33mm rx xience prime stent delivery system (sds) was advanced without difficulty and the stent was deployed at 16 atmospheres when a retrograde dissection was observed. A 3.5x15mm xience xpedition stent was deployed to treat the dissection, resulting in timi iii flow with good result. There were no adverse patient sequelae. No additional information was provided.